Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, the following alarms error 4, error 41, error 43, and error 53 were found at the long trace history file. Error 4 and error 53 due to software error anomaly. However, unable to verify root cause of error 41 and error 43 due to overwritten long trace history file. Insulin pump received with minor scratched lcd window and case. The insulin pump involved in this event is the 670g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed multiple pump errors. Customer stated that the insulin pump alarmed pump error 4, pump error 41, pump error 43, and pump error 53. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.